Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Based on follow up communications, the device was cleaned regularly following the instruction for use and it was placed inside the operating theatre during use with the fan positioned away from patient and at an estimated distance from the surgery field bigger than two (2) meters.